Event description:
Small rectal polyps 4mm and less in size were found during colonoscopy. Polypectomy using the us endoscopy exacto cold snare was attempted, but when the snare was closed to cut the polyps, the plastic sheaf close to the base of the handle would twist making it impossible to cut the polyp. The patient did not sustain any injury, and the polyps were removed with a different snare made by a different manufacturer. Diagnosis or reason for use: perform polypectomy.